Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the suction channel was reported to have been coagulated blood due to the length of time of the examination, however, the investigation could not confirm the reported issue; no foreign material was observed. A root cause of the reported issue could not be determined. The issues may be detected/prevented by following the instructions for use sections below: instructions, operation manual of cf-xz1200l/I chapter 3 preparation and inspection. Instructions, reprocessing manual of cf-xz1200l/I chapter 5 reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope was used for observation during a procedure and became clogged due to being used on a patient with severe bleeding. The length of the examination took a long time which led to blood becoming coagulated in the tube. The procedure was completed with another scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a corroded nozzle, the bending angle in the up direction and the play of the upward/downward knob did not meet the standard value due to the wear of angle wire, a chipped adhesive on the bending section cover, and a discolored control unit. Additionally, the following components were found scratched: scope connector cover unit, lock engagement lever, free engage knob, right/left knob, upward/downward knob, switch 2, flexibility adjustment ring, switch box, scope cover, suction connector, universal cord, grip, connecting tube, and the plastic distal end cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.